Event description:
When did it occur? : during use hypodermic needle injury: no other treatment: no were the returned items used? : yes if they were used, was something attached to them? : blood returned quantity: 1 details of the event (timeline, history, etc.): 320559 the back needle is stuck in the rubber stopper of the insulin pen. The medical solution did not come out.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.